Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level was 415 mg/dl. Customer was already got insulin and she was sick and taking antibiotic. Customer would not like to continue troubleshooting. Customer reports they did not receive a calibration not accepted alert. Customer was not calling back after fully charging the transmitter. The insulin pump will not be returned for analysis.